Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer reported that the cause was due to the wake button on the pump not working. During troubleshooting with tandem technical support, it was found that the wake button was working appropriately and the customer was able to turn the display on and access pump features when not plugged into a power source. The customer addressed bg via a correction bolus from the pump and continued using the pump for insulin therapy.